Event description:
During the initial hour of perfusion, low hepatic arterial flow and a short suprahepatic inferior vena cava (ivc) were observed. Arterial and venous flows decreased when the liver was positioned flat in the perfusion bowl. Troubleshooting included tenting the ivc and repositioning the organ to mitigate positional flow restriction. At 2.5 hours, the system issued message code 390 indicating low hepatic artery flow. No significant bleeding was identified. Review of device data logs demonstrated ivc flow variability secondary to negative pressures, which contributed to inaccurate arterial flow measurements. Arterial flow was independently confirmed with an external flow probe at that time. At 12 hours, the liver appeared globally perfused upon inspection, and laboratory results were reported to be good. However, the external probe was unable to detect arterial flow, and the hepatic artery demonstrated evidence of spasm. The liver was deemed to be nonviable and subsequently discarded.

Manufacturer narrative:
The device was evaluated at the customer site. The device passed all applicable testing. The reported issue could not be replicated. An assessment of the complaint details was reviewed by medical expert. There conclusion was that the device did not contribute to the reported flow issues. The cause of the flow issues were attributed to the short liver suprahepatic cava cannula position.